Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and determined that the main pcb needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the vela ventilator alarmed vent inop, motor fault, circuit disconnect, low ve and low pip. The customer confirmed that there was no patient involvement associated with the reported event.